Manufacturer narrative:
(D10): concomitant device(s): 320-42-00 - equinoxe reverse 42mm humeral liner +0 5603524. 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 5400693. 320-02-42 - rs expanded glenosphere 42mm, +4mm offset 5335122. 320-10-00 - equinoxe reverse tray adapter plate tray +0 5543515. 320-15-07 - sup/post aug plate, l rs glenoid baseplate 5442434. 320-15-05 - eq rev locking screw 5499367. 320-20-00 - eq reverse torque defining screw kit 5589186. 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm 4329274. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm 3838736. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm 5231424.

Event description:
Approximately 3 months and 25 days post-operative of a left tsa, it was reported via clinical study that the patient experienced dislocation. Patient was moving boxes and dislocated when moving quickly. The patient underwent standard reverse revision with the removal of the humeral liner and glenosphere. Additionally, the patient has been non-compliant with instructions. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.